Event description:
It was reported that they were cooling their patient on arctic sun device for about 10 hours. Then they started getting an alert about kinks, water level, water temperature, and a vent. The water said it was 30.1c, but it felt really warm to the touch. They already changed devices. The new device seemed working fine. Suggested labeling device with alert 113 (reduced water temperature control), not cooling, and sending device to the biomed for service and repair. They received another call on same day. In that call they explained the same thing they stated last night. Then they added that when they pushed it chunks of ice fell out from under the device. The clerical staff was not sure what to do to get the device repaired. Explained that typically a hospital would put in a ticket for biomed would come pick it up. Biomed stated they would like to send their device in for 2k hour service.

Manufacturer narrative:
The reported issue was unconfirmed. The root cause was not able to be isolated as the reported issue was unconfirmed. The device was evaluated and the reported issue was not duplicated as no alerts described were found. No repairs were needed. The device was put through a post repair functional check during which the device was heated above 30°c, cooled below 6°c, and the bypass flow was verified adjusted to 1.8 +- .5 l/m at 28°c and -7.0 psi. The device was calibrated using ctu ID # (B)(6). An electrical safety test was performed. A final inspection was performed. The arctic sun 5000 passed all performance testing, calibration and electrical safety tests and is functioning properly and ready for use. Bmd investigation indicates that the reported issue was unconfirmed and not a manufacturing or supplier related failure therefore the DHR review not required. The reported event is unconfirmed, labeling/packaging review is not required. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that they were cooling their patient on arctic sun device for about 10 hours. Then they started getting an alert about kinks, water level, water temperature, and a vent. The water said it was 30.1c, but it felt really warm to the touch. They already changed devices. The new device seemed working fine. Suggested labeling device with alert 113(reduced water temperature control), not cooling, and sending device to the biomed for service and repair. They received another call on same day. In that call they explained the same thing they stated last night. Then they added that when they pushed it chunks of ice fell out from under the device. The clerical staff was not sure what to do to get the device repaired. Explained that typically a hospital would put in a ticket for biomed would come pick it up. Biomed stated they would like to send their device in for 2k hour service.